Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 26.2 mmol/l (472 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. When the pod was removed, it was noted that the cannula appeared "rotated" and bent. To treat the elevated bg levels, a correction bolus was delivered and the patient's basal rate was lowered. Upon pod removal, it was also noted that the patient's skin appeared "inflamed and red" at the infusion site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. The inspection of the bottom housing, adhesive pad, and needle assembly found no abnormalities that would cause irritation at the infusion site.